Event description:
This pt was found on the floor twice in one day. When the nurse asked pt how they were doing it. The pt (quite confused) showed nurse that pt put their hand over the siderail and pulled out the lever and the side rail glided down...they were lying on their side and fell off the bed. They did not injure themselves either time. The nurse did not think about the problem that this kind of bed was at fault, so did not report this right away. Co does not know exactly what bed the pt was in but it is an issue with all these kinds of beds.